Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of distal end of needle bent. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician obtained adequate tissue samples on the first and second passes with the device. However, on the third pass, the needle would not advance out of the sheath. The physician removed the needle from the scope and noted that the distal end of the needle was bent. The procedure was completed using another expect pulmonary needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.